Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the user interface module (uim) and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications. The distributor advised that as a result of this and previously reported ventilator problems the user interface module (uim) was replaced on june 12, 2018. No additional complaints have been received for this device. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the screen was blank when the avea ventilator was powered on. The ventilator crashed during operation. The customer stated there was no patient involvement.

Manufacturer narrative:
(B)(4). This corrected MDR is being filed based on information provided from the distributor in (B)(6) on (B)(6) 2019. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator stopped ventilating while on a patient. Additionally there was no response from the touch screen to any attempt to control the ventilator. The customer stated the patient was moved to another ventilator and there was no known patient injury or harm.